Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 16-mar-2026. The unit received a reported system error, which is confirmed due to compressor motor did not start, it gives error message 16(b). Columns also have low efficiency according to the data log, that indicates columns contamination due to zeolite absorbed too much moisture. And unit has noise and vibration due to high vibration fan.

Event description:
It was reported that the patient's unit shut down and had a system error message leading the patient unable to breathe and gasping for air. As a result, emergency services was called and the patient was transported to the ER and then later admitted to the hospital. The patient was given supplemental oxygen and blood during their hospital stay. They were discharged 3 days later. A replacement unit was sent to them and it is working well for them.